Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, a4, b7. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. 35 years old male, 90 kg, bmi 30. Date and name (type of procedure on the kidney) of index surgical procedure? Laparoscopic partial nephrectomy. The diagnosis and indication for the index surgical procedure? Renal tumor. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic. On what tissue was the suture used? Renal parenchyma. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal what instruments were used to grasp the needle? Needle holder from karl stortz. Where was the needle grasped during use? Proximal one third. Were x-rays performed to localize the needle fragment? Yes. What was the size of the needle used? Sh1. At this time, is the needle piece still retained in the patient's tissue? Yes. If retained, are there plans for removal of any remaining fragments? No as long as no symptoms. Please describe any medical/surgical intervention required for this suture event including dates and results. No intervention needed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Tendency of the needle to be bended during grasping with the needle holder. Other relevant patient history/concomitant medications? No relevant issued. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Tendency of the needle to be bended during grasping with the needle holder what is the patient's current status? Discharged home in a healthy status. Surgeon¿s name? N/a.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name (type of procedure on the kidney) of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the needle used? At this time, is the needle piece still retained in the patient's tissue? If retained, are there plans for removal of any remaining fragments? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? H3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a closed foil with w3660 product codes, the lot #qhmbsp, expiration date 2025-06. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a kidney surgery on an unknown date and suture was used. During the procedure, the suture needle broke while the surgeon was suturing. The break occurred in the first third leaving around (2/3) of the needle inside the kidney. The remaining one-third stayed attached to the needle holder. The needle fragment was retained in the patient's kidney. Retrieval was not attempted due to risk to patient safety. Additional information was requested.